Event description:
It was reported that a malfunction alarm occurred with the code "malf 0." The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support assisted the customer with resetting the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump and to reach out if the malfunction code recurs.